Event description:
During an atrial fibrillation procedure, the catheter was inserted into the patient, but the catheter imaging was unclear. Upon inspection, it was found that the tip was damaged. The catheter was replaced and the procedure was successfully completed with no adverse patient consequences.